Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump produced a cassette not attached alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h10 ?device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: "(B)(6) 2021 12:08:31 pm high alarm displayed: cassette not attached properly (B)(6) 2021 12:08:34 pm high alarm silenced: cassette not attached properly" the reported cassette not attached properly alarm, which was evidenced in the ehl, was not reproduced during functional testing. However, the ehl did reveal some additional downstream sensor alarms that were previously produced. No functional fault was found with the pump. The customer reported product problem was verified based on the ehl findings. The dso sensor was replaced as a preventative measure.